Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the customer was using a suture passer instrument during a laparoscopic appendectomy and the tip broke inside the tissue of the abdominal wall. The tip was removed from the patient using c-arm guidance.